Manufacturer narrative:
Analysis of the submitted log file confirmed frequent low flow hazard alarms; however, a specific cause for this finding and a direct correlation between heartmate ii lvas and the reported events could not be conclusively established through this evaluation. The submitted log file contains data from 07:39:31 through 11:40:36 on 13dec2018. Nearly constant low flow hazard alarms were captured from the beginning of the file through 08:54:13 (236 total alarms). Estimated flow was captured at 2.4 lpm for all of these events. Pump speed was set to 10400 rpm, power ranged from 5.3-5.5 w, estimated flow ranged from 2.4-2.7 lpm, and average pi was between 2.3 and 2.8. The pump speed remained above the low speed limit for the duration of the file and no additional atypical events were captured. The account communicated that the patient experienced low flow alarms. Aortic insufficiency was also reported. The account later submitted a log file for review. It was also reported that the patient experienced a gib, elevated ldh and suspected thrombus, but these events are investigated under MFR # 2916596-2018-05868. It was reported that the patient ultimately expired on 15dec2018. Heartmate ii lvas was not explanted for evaluation. The hmii lvas IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This IFU explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, result in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. This document also outlines all system controller alarms (including low flow hazard alarms), as well as how to respond to such events.

Event description:
Additional information reported that after admission to the critical care unit (ccu), the patient remained somewhat altered but was still able to follow certain commands. Heparin drip was started due to complications from pump thrombosis and lasix drip was started for volume removal. However, the patient did not respond to lasix drip and underwent urgent ihd overnight. The following morning after, the patient became increasingly altered and would not respond to sternal rub. Mixed venous gas showing co2 of 83 and spo2 80s. The patient was urgently intubated due to complications from inability to protect airway. At the same time, the patient¿s maps were in the 50s on dopa and milrinone. Mirinone was subsequently stopped due to complications from toxicity and the patient subsequently required 3 pressors (maxed) to maintain map greater than 65 and remained stable during the day. However, by the evening, the patient had increasing pressor requirements (requiring levophed phenyl dopamine and vasopressin), and also developed runs of vt with worsening hypoxia, fevers and leukocytosis; along with complications from septic shock in addition to cardiogenic shock. After discussion with family members at bedside regarding patient's prognosis, the patient was made comfort care only and expired on (B)(6) 2018.

Manufacturer narrative:
Manufactures investigation conclusion: the pump was not explanted after the patient¿s expiration and was therefore not available for evaluation. Analysis of the submitted log file confirmed frequent low flow hazard alarms; however, a specific cause for this finding and a direct correlation between heartmate ii lvas, serial number (B)(4) and the reported events could not be conclusively established through this evaluation. The submitted log file contains data from 07:39:31 through 11:40:36 on (B)(6) 2018. Nearly constant low flow hazard alarms were captured from the beginning of the file through 08:54:13 (236 total alarms). Estimated flow was captured at 2.4 lpm for all of these events. Pump speed was set to 10400 rpm, power ranged from 5.3-5.5 w, estimated flow ranged from 2.4-2.7 lpm, and average pi was between 2.3 and 2.8. The pump speed remained above the low speed limit for the duration of the file and no additional atypical events were captured. The account communicated that the patient experienced low flow alarms. Aortic insufficiency was also reported. The patient presented to the hospital with worsening shortness of breath. Initial bnp was very elevated at 10,000 and the patient was started on diuresis. A tte was performed which noted worsening aortic insufficiency so the patient underwent evaluation for potential transcatheter aortic valve replacement; however, the patient had worsening creatinine, elevated liver function tests and lethargy/weakness, and ldh doubled from 300s to 600s. There was concern for decompensated heart failure versus early pump thrombosis. The patient underwent a right heart catheterization. Inr was 2.0 and was subtherapeutic several days ago. The patient was not bridged with heparin due to a gi bleed (investigated under (B)(4), (B)(4)). It was later reported that the patient ultimately expired on (B)(4) (reported under (B)(4)). The patient remained somewhat altered but was still able to follow certain commands. A heparin drip was started due to pump thrombosis and a lasix drip was started for volume removal. The following morning the patient became increasingly altered and would not respond to sternal rub. Mixed venous gas showing co2 of 83 and spo2 80s. The patient was urgently intubated due to inability to protect airway. At the same time, the patient¿s maps were in the 50s on dopamine and milrinone. Milrinone was subsequently stopped due to toxicity. The patient subsequently required 3 pressors (maxed) to maintain map greater than 65 and remained stable during the day. However, by the evening, the patient had increasing pressor requirements (requiring levophed phenyl dopamine and vasopressin), and also developed runs of ventricular tachycardia. The patient also had worsening hypoxia, fevers and leukocytosis, septic shock in addition to cardiogenic shock. After discussion with family members at bedside regarding patient's prognosis, the patient was made comfort care only and expired. The hmii lvas IFU lists hemolysis, device thrombosis, arrhythmia, and sepsis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU contains information regarding the recommended anticoagulation therapy and inr range and outlines indications of pump thrombosis, as well as how to respond to such events. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, result in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. This document outlines all system controller alarms (including low flow hazard alarms), as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 5 years, 3 months. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted for work up due to low flow alarms. The patient had developed aortic insufficiency and reported feeling tired. No further information was received until 13dec2018 when it was reported that the patient presented with worsening shortness of breath. Initial brain natriuretic peptide (bnp) levels were elevated to 10k pg/ml, requiring diuresis. Further evaluation was being performed for a potential transcatheter aortic valve replacement (tavr) due to worsening aortic insufficiency that was noted via transesophageal echocardiography (tee). The lethargy/weakness continued and laboratory tests showed worsening creatinine levels, elevated liver function tests (lfts) and doubling lactate dehydrogenase levels (from 300s u/l to 600s u/l). A right heart catheterization (rhc) was planned due to a concern for decompensated heart failure versus early pump thrombosis. The inr was at 2.0 and had reportedly been subtherapeutic several days ago but due to gastrointestinal bleeding, bridging with heparin was held. Log files submitted to the manufacturer for analysis confirmed constant low flow alarms. No further information was received.